Event description:
It was reported that during a laparoscopic gastrectomy procedure, it was found that the distal part of the outer sleeve was deformed and twisted. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the sleeve melted. A possible cause of the damage found, could have been an interaction with energized devices during the procedure. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.